Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned because it remains in the patient anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of dissection and restenosis, as listed in the xience prime instructions for use (IFU), are known patient effects that may be associated with the used of the device. Based on the information reviewed, there is no indication of a product deficiency. The xience pro referenced is being filed under a separate manufacturing report number.

Event description:
It was reported through a research article identifying rx xience prime that may be related to the following: plaque shift/tissue prolapse, dissection, restenosis, additional therapy/non-surgical treatment, and prolonged/additional hospitalization. Details are listed in the attached article titled: absorb biodegradable stents versus second-generation metal stents: a comparison study of 100 complex lesions treated under oct guidance. No additional information was provided.